Event description:
The customer reported that questionable cardiac troponin (accutni) results were generated from an access 2 immunoassay system for multiple patients across two days. This report represents the initial erroneous elevated accutni result, within the risk stratification range, generated on (B)(6) 2011 for one patient's sample. Repeat testing was performed on the patient sample utilizing the same instrument. Lower accutni results, within the normal reference range of the assay, were generated and considered valid. Beckman coulter inc. Assessment of customer supplied data indicated the inclusion of additional patients' data outside of those included for this, and it's associated, reports. The customer did not question other patient results. These results are not regarded as erroneous. The elevated initial accutni result was reported outside the laboratory and the patient was submitted to additional stress testing after the erroneously elevated accutni result was obtained. The test sample was collected in a lithium heparin tube with a gel separator and was centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that the instrument assay quality control results recovered within the customer's established specifications during the timeframe of the event. The customer did not provide specific patient information.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced the instrument aspirate probes, the substrate probe, and peri-pump tubing, and also rebuilt the precision pump. The fse verified ultrasonics and mechanical alignments. A subsequent system check generated results within instrument specifications. Upon completion of the necessary and verified repairs the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2012-00007, 2122870-2012-00008.